Manufacturer narrative:
The customer has had no further issues. The investigation determined the event was due to a pre-analytical handling issue (sample quality). The investigation did not identify a product problem.

Event description:
The initial reporter complained of qc issues and questionable patient results for na electrode (na) on two cobas pro ise analytical units with serial numbers c216-03 (analyzer 1) and 2278-02 (analyzer 2). The customer questions high na results from both analyzers. Discrepant results were provided for 3 patient samples. Patient 1 result from analyzer 2 was 149 mmol/l. The result from analyzer 1 was 142 mmol/l. Patient 2 result from analyzer 2 was 146 mmol/l. The result from analyzer 1 was 140 mmol/l. Patient 3 result from analyzer 2 was 148 mmol/l. The result from analyzer 1 was 139 mmol/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number and expiration date were not provided. On (B)(6)2024 the customer performed a maintenance item "washing the ise flow paths" on analyzer 2. On (B)(6)2024 the customer proactively performed maintenance item "washing the ise flow paths" on analyzer 2. On (B)(6)2024 the field service engineer (fse) found scratches on the dilution vessel near the vacuum nozzle on both analyzers. On (B)(6)2024 the dilution vessels were replaced on both analyzers. Instrument checks were partially improved. The fse replaced the electrodes and afterward, instrument checks were acceptable. On (B)(6)2024 the customer stated the issue was not resolved and performed maintenance item "washing the ise flow paths." The investigation is ongoing.